Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant device is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for one (1) unknown - screws: locking: trauma part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Unknown if complainant device is expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on an unknown date, that a patient underwent implant surgery for the proximal tibial fracture with the (2) screws in question. On (B)(6) 2021, the patient underwent the removal surgery because bone union was confirmed. At that time, the surgeon found that two locking screws had been broken. He used a special extraction device, and the operation was completed without any internal residue and any surgical delay. No further information is available. Concomitant device reported: unknown plates: tibia (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for one (1) unk - screws: locking. This report is 2 of 2 for (B)(4).